Event description:
The customer says she uses the heating pad daily for an injured back. She fell asleep on the pad and the auto-shut-off was not working and she burned her back. She happened to be going to a dermatologist who gave her silverdine medication. She is not on medication and did not know she should not lay on the pad.

Manufacturer narrative:
Evaluation in process.